Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s. FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver, in spite of the identified damages to the ventricular set-screw. The damages identified to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in fig 4. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has not watched the video about connecting the lead and the method was not applied. Screwdriver is not returned.